Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal low voltage electrode of the lead was covered in body tis sue/fibrotic growth. The analyst noted that lead was returned with the tissue covered the helix. But no conductor fracture or insulation breach was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right ventricular (rv) lead had dislodged into the right atrium, detected afib (atrial fibrillation) and delivered a shock. Additionally, it was noted that there was a lead integrity alert triggered for high rate non-sustained episodes and sensing integrity counter (sic). The current egm (electrogram) shows ventricular oversensing, four treated events in the vf (ventricular fibrillation) zone which appear to be due to oversensing/inappropriate, and the r-wave amplitude has diminished since implant. The physician brought the patient back into surgery and attempted to reposition the rv lead back into the right ventricle but the rv thresholds were high. The physician pulled the lead out of the body and found tissue embedded in the helix of the lead. The lead was not used and the physician implanted a new rv lead instead. No further patient complications have been reported as a result of this event.